Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had pump error on their device. It was reported that the customer has had to change out the battery three times due to them not lasting as long as they should be. The customer's blood glucose level at the time of incident was unknown. It was reported that device alarmed for power error. Troubleshoot was reported to be conducted. It was reported that the customer was assisted in resetting and clearing the device, and was advised to monitor the device and call back if issues persist. It was reported that the customer would call back at a later time if issues persist with battery longevity.